Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: second unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch that a female patient of unknown age who underwent augmentation with unknown mentor saline implants reported the following: "one year after getting saline breast implants I began having all kinds of health problems. I started putting on weight, becoming abnormally fatigued, chronic headaches, hair loss, skin issues, problems with my eyes (blurry vision, red bloodshot eyes), teeth problems and stomach issues. I could no longer workout like I had. I felt like I had a serious drain on my energy. Prior to implants I was perfectly healthy no health problems. In 2007, two and a half years after implants, I was dx with hashimoto, then 2009 I had a highly unusual gallbladder attack (thought I was having a heart attack) that required emergency surgery to remove. I implanted on (B)(6) 2004 and after being more and more unhealthy everyday I decided before they killed me to explant on (B)(6) 2017. Even though I am (B)(6) years older I feel better now than I have in years. I have been fluctuating significantly the last 6 months with thyroid levels and have discontinued the thyroid medicine and just feel better all the time, no more headaches, toothaches with no apparent cause, clear eyes no more blurry vision. My energy has returned and I generally feel much better overall. I have no doubt the breast implants were slowly poisoning me and I was having immune response issues. Oh yes least I forget I also had serious fibromyalgia that has vanished over the last several months. Please take these things off the market, health is far more important than vanity. They robbed me of 14 years." As a result, the breast prostheses were explanted from the patient on (b)(46 2017. The patient did not report a product issue, such as deflation. The root cause of the patient's symptoms is unknown. This report is for the first prosthesis. See manufacturer report number 1645337-2018-04978 for the second prosthesis.

Manufacturer narrative:
On 8/27/2018, mentor received additional information: (B)(4). Patient race is caucasian. Patient underwent primary breast augmentation on (B)(6) 2004. Capsular contracture was indicated on the left breast prosthesis. (B)(6). Manufacturer¿s reference number: (B)(4).